Manufacturer narrative:
Evaluation results: one cadd-ms 3 ambulatory infusion pump was returned for investigation. The customer's reported product problem was verified; the device displayed error 121. Further investigation revealed that the motor was the cause of the issue. The motor was replaced as a result.

Event description:
Information was received indicating that this cadd ms3 pump was beeping and later it would turn off. The reported stated that the reported event occurred twice. The reported events did not occur while in use the patient. It was reported that the infusion being delivered was life-sustaining. There were no known adverse effects to the patients due to the reported event.